Event description:
On (B)(6) 2012, it was reported that the patient passed away in 2011. The cause of death and relationship of the death to vns are unknown. Attempts for additional information have been unsuccessful. No additional information has been provided.

Event description:
Follow up with the physician found that the patient's death had no relationship to epilepsy or vns, nor did the patient have sudep. It was reported that the patient died from terminal ovarian cancer. Per the physician, no autopsy report was performed and the patient did not have the vns device explanted at the time of death. No diagnostic data was available. No additional information has been provided.